Event description:
It was reported that the catch bar does not engage when pulling stretcher out. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.